Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch, closed as confirmed after the analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 4 closed samples and 1 open sample with the needle detached from the thread. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and one of the samples does not fulfil ep requirement for the minimum. The results are: 0.71 kgf in average and 0.02 kgf in minimum (european pharmacopoeia requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the results of the closed samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications regarding needle detachment defect, we conclude that the complaint is confirmed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that when opening the package, the needles are not crimped with the thread, some come loose, they have had to open 14 packages to find a correct suture, a repeated problem. Additional information has not been provided.